Manufacturer narrative:
The inserter was returned to the manufacturer for evaluation and the reported event was confirmed. The instrument had signs of wear such as minor nicks and surface blemishes. One of the distal prongs of the inserter was missing as reported. Operative notes and medical records were not provided for review of the usage/technique. A review of the manufacturing records for this lot was performed and no manufacturing anomalies were identified. The instrument met all required specifications prior to being released to distributable inventory on 03/05/2021, giving the device an approximate field life of four years. The root cause of this complaint cannot be reliably determined; however, it is possible that the inserter was not fully seated on the screw, leading excessive force to be applied to one of the grasping arms, causing it to fracture from the rest of the device. It is unknown how many times the instrument has been used in the field. There has been one other complaint of similar nature for the system inserter in the past 12 months. The manufacturer will continue to monitor the field for reports of non-functional instruments and will perform complaint investigations as appropriate.

Event description:
It was reported that a distal grasping arm of the system inserter broke during a procedure. The broken grasping arm was removed from the patient via suction. There were no know patient complications associated with this complaint and the surgical procedure was completed with minimal delays. No additional information is available.